Event description:
New information noted that there were no patient consequences.

Manufacturer narrative:
Correction: h6 coding should have been no rf telemetry.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed telemetry issue on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Event description:
New information notes that telemetry lockout was noted.